Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, they experienced vaginal discharge, pain, erosion, infection, increased incontinence retention with overflow, urgency, cystocele, some tenderness above the labia and dyspareunia. The patient reported they had leg pain while the sling was implanted that went away when the sling was removed. Patient reports their "bladder is worse than before." The patient reported the device was removed. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, company is unable to determine if the device met specifications, and company is unable to determine the specific relationship of the device to the event.